Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the event(s) of uremia, hypocalcemia, hyperglycemia, nausea and vomiting which warranted hospitalization. However, there is no documentation in the complaint file demonstrating a possible causal or contributory relationship between the event(s) and the liberty select cycler. Based on the information available and the patient¿s history of non-compliance, there is no documentation or indication the liberty select cycler caused or contributed to the serious adverse patient event(s). The liberty select cycler can be disassociated from this event; as there is no allegation or evidence of a machine malfunction, or of the machine failing to perform as expected in relation to the event. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a (B)(6) year-old patient with end stage renal disease (esrd) who recently began continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was hospitalized on (B)(6) 2018 due to fluid overload. The discharge summary was received on 12/20/2018 and revealed the patient was hospitalized from (B)(6) 2018 through (B)(6) 2018 for nausea, vomiting, hyperglycemia, hypocalcemia and uremia. Nephrology was consulted, and the patient was transitioned to hemodialysis (hd) with positive results. Subsequently the patient¿s nausea, vomiting and uremia showed significant improvement, and the patient was scheduled for outpatient hd therapy following discharge. The patient¿s hypocalcemia was treated with intravenous calcium gluconate, and the patient was given education regarding dietary and medication compliance. The patient was discharged in stable condition, but prior to resolving the elevated blood sugars. There was no mention of fluid overload in the medical records received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.